Event description:
It was reported to covidien on (B)(6) 2010, that a customer had an issue with a foley catheter. The customer was using the urinary catheter to aspirate the patient and the tip of the catheter broke off inside the patient. The tip that broke off could not be located, even after a bedside bronchoscopy. The patient had no evidence of respiratory distress from the event. The piece of catheter that broke off was approximately 2mm long.

Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway. Upon completion, the results will be forwarded.